Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the system synchronizer. The synchronizer is designed as provide a 3d image after overlaying two images coming from the two separate camera control units with their own optical paths. The system was repaired by replacing the affected video synchronizer. As of (B)(6), 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while starting the beginning of a da vinci surgical procedure the surgeon experienced an image with color bars on the left side view of the surgeon's console. With the assistance of an isi technical support engineer, the staff attempted to troubleshoot the issue by moving the camera cable, however, there was no change to the image. The site then moved the video output to the surgeon side console (ssc) and then to the camera control unit (ccu), however, the issue continued. The site then moved the video output to the synchronizer and the issue did not follow, indicating that issue was related to the video synchronizer. The surgeon had the option of continuing the procedure in 2d, however, made the decision to discontinue the case. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.